Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was found to have a broken proximal clevis at the weld. Both locations of the weld at the proximal clevis were found to be broken from the snake wrist. The broken piece was returned and found still attached to the instrument. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. No damaged or broken cables were observed. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, following the coagulation and cutting of the round ligament, the fenestrated bipolar forceps (fbf) were opened, and it was noted that the shaft of the instrument extended forward beyond its sheath. Upon detachment from the da vinci system and subsequent inspection, it was observed that the fbf jaw portion protruded further above the sheath than was typical. A closer examination, which involved removing the fbf sheath, revealed that the lower section of the fbf jaw and the upper segment of the fbf shaft had become separated and detached. As the surgical could not proceed with the compromised fbf, a backup fbf was employed to continue the surgical procedure. Prior to commencing the surgical procedure, it was verified that the fbf exhibited no defects, and the surgical procedure began on a patient with no intra-abdominal adhesions. Despite the absence of any conflict with the fbf or collisions with other intra-abdominal organs, the tip and shaft of the fbf became separated. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the customer, there were no fragments that fell into the patient.